Event description:
It was reported that the customer had air bubbles on the insulin pump. The customer's blood glucose level was 273 mg/dl. The customer stated that he was doing a bolus when he got a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer was assisted in performing a 5.0u fixed prime. The customer stated that insulin did exit. The location of air bubbles is reservoir compartment and approximate is 1/8 of an inch. The customer flick the reservoir to raise air bubble and run 5.0 units fill cannula to push it out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.